Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), back pain ("back pain"), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, back pain and psychological trauma outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case upgraded to incident. Essure insertion date updated. Events: migration, abdominal pain, dyspareunia, back pain, genital bleeding, allergy, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: left essure implant extruding from fallopian tube') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included raynaud's syndrome from the patient's medical history included raynaud's syndrome from 1-mar-2011 to 19-dec-2016, muscle weakness from 1-mar-2011 to 19-dec-2016, fibromyalgia from 1-mar-2011 to 19-dec-2016, vasculitis from 1-mar-2011 to 19-dec-2016, vasculitis from (B)(6) 2011 to (B)(6) 2016, kidney disorder in 2010, chest tightness, back pain, pain in thumb, cellulitis, myositis, chronic respiratory failure, hypoalbuminemia, tachycardia, abnormal liver function tests, chemical burn of skin, infected thumb, vaginal irritation, autoimmune disorder, irregular menstruation, scarring, cesarean section, endocervicitis (acute and chronic endocervicitis with reserve cell hyperplasia), adenomyosis, adenomyoma and endometriosis. Concomitant products included ertapenem sodium (invanz)3-jan-2011 to april 2011, furosemide (lasix) from february 2010 to december 2016, gabapentin, methotrexate from 1-mar-2011 to 19-dec-2016, metronidazole, paracetamol (acetaminophene)28-jan-2010 to december 2016, pheneturide (pheneturidum) from february 2010 to december 2016, prednisone3-jan-2011 to december 2011 and vancomycin 3-jan-2011 to april 2011. The patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / chronic"), dyspareunia ("dyspareunia (painful sexual intercourse}"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), anxiety ("psychological or psychiatric problems: anxiety/mental anguish"), depression ("psychological or psychiatric problems: depression"), rash ("rashes or skin conditions: blisks") and fatigue ("fatigfue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, dyspareunia, back pain, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, anxiety, depression, rash and fatigue outcome was unknown, the genital haemorrhage and hypersensitivity had resolved and the pelvic pain and weight increased was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: note: discrepancy for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Pathology test - on an unknown date: right fallopian tube pink-tan, fimbriated and measures 5.5 cm in length with a diameter of 0.4 cm, intact essure coil in place. The left fallopian tube is pink-tan, fimbriated and measures 5.8 cm in length and diameter of 0.4 cm, intact essure coil in place. Concerning the injuries reported in this case the following events were reported via medical record: pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-(B)(4) to which all information was transferred, themn this duplicate reord (# us-bayer-(B)(4)) will be deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: left essure implant extruding from fallopian tube') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included raynaud's syndrome from (B)(6) 2011 to (B)(6) 2016, muscle weakness from (B)(6) 2011 to (B)(6) 2016, fibromyalgia from (B)(6) 2011 to (B)(6) 2016, vasculitis from (B)(6) 2011 to (B)(6) 2016, kidney disorder in 2010, chest tightness, back pain, pain in thumb, cellulitis, myositis, chronic respiratory failure, hypoalbuminemia, tachycardia, abnormal liver function tests, chemical burn of skin, infected thumb, vaginal irritation, autoimmune disorder, menses irregular, scarring, cesarean section, endocervicitis (acute and chronic endocervicitis with reserve cell hyperplasia), adenomyosis, adenomyoma and endometriosis. Concomitant products included ertapenem sodium (invanz) (B)(6) 2011 to (B)(6) 2011, furosemide (lasix) from (B)(6) 2010 to (B)(6) 2016, gabapentin, methotrexate from (B)(6) 2011 to (B)(6) 2016, metronidazole, paracetamol (acetaminophene) (B)(6) 2010 to (B)(6) 2016, pheneturide (pheneturidum) from (B)(6) 2010 to (B)(6) 2016, prednisone (B)(6) 2011 to (B)(6) 2011 and vancomycin (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / chronic"), dyspareunia ("dyspareunia (painful sexual intercourse}"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety/mental anguish"), depression ("psychological or psychiatric problems: depression"), rash ("rashes or skin conditions: blisks") and fatigue ("fatigfue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), female sexual dysfunction ("apareunia") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, back pain, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, anxiety, depression, rash, weight increased and fatigue outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: note discrepancy for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Pathology test - on an unknown date: right fallopian tube pink-tan, fimbriated and measures 5.5 cm in length with a diameter of 0.4 cm, intact essure coil in place. The left fallopian tube is pink-tan, fimbriated and measures 5.8 cm in length and diameter of 0.4 cm, intact essure coil in place. Concerning the injuries reported in this case the following events were reported via medical record: pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. New reporter added. Event with left essure implant extruding from fallopian tube, added to migration. New event abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), apnareunia, nausea, psychological or psychiatric problems: anxiety/mental anguish, psychological or psychiatric problems: depression, rashes or skin conditions: blisks, weight increased and fatigue were added. Medical history, lot number, concomitant drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.